Manufacturer narrative:
The returned device was evaluated and a tear in the exposed portion of the cannula resulted in fluid leaking from the fluid path. It could not be determined how or when this damage occurred or if it contributed to the reported event. No timeouts or drive stalls were seen in the download data. The patient history buffer (phb) was inspected and the algorithm acted as expected to respective estimated glucose values (egv) values from the continuous glucose monitor (cgm). *please note, that section d is capturing the device identifiers as reported by the complainant. This may not align to the device configuration reported in h11, as this data is pulled from our cloud based on the reported date of event. Cloud - locked down/smartphone phone_control_android cloud - omnipod 5 software app version 3.1.1 cloud - smartphone operating system up1a.231005.007.s918usqu5cyb1 cloud - smartphone hardware sm-s918u cloud - cgm sensor type g7.

Event description:
A patient reports while wearing a pod between 24 and 36 hours their blood glucose level had rose to 365 mg/dl. In addition the patient reports the pod was leaking during wear. The patient removed the pod.